Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple cartridge fit issues with the pump. Reportedly, cartridge is loose when attached to pump and falls off when case is removed from pump. There was no patient involvement, as pump was not in use by customer for insulin therapy at the time of the issue. Customer reported pump is functioning as intended.